Event description:
Caller alleged false negative hcg results. Results as follows: caller stated that 1 of 3 kits received in january 2012 produced false negative results on 5-6 patients. Of the 5-6 patients, 2 of the patients were known to be pregnant. No patient information was provided. Customer was not able to provide a lot number.

Manufacturer narrative:
Investigation pending.